Event description:
The device was used during a left carotid procedure. Reportedly, the clips did not hold properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.